Manufacturer narrative:
The device involved in the event will not be returned for evaluation was it was implanted in the patient. Use of a balloon is recommended in the instruction for use. (B)(4).

Event description:
Treatment of a left supraclinoid internal carotid artery (ica) aneurysm. It was reported that the proximal end of the pipeline did not fully open after deployment and a balloon was used to achieve full wall apposition. No patient injury reported.